Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's family member that the patient passed away in (B)(6). The patient family member suspects "foul play" and requested a reading of the pacemaker function. The patient family member alleged the implantable pulse generator (ipg) contributed to the patient death. The patient was cremated in (B)(6) before the family arrived in (B)(6).